Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 1 patient from coaguchek pro ii meter and a coaguchek xs plus compared to the laboratory results. The laboratory method was asked for but not provided. This medwatch will cover test strip lot 37327715. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 35360611, and (B)(6) for information on the unknown test strip lot. On (B)(6) 2018 the result from xs plus meter serial number (B)(4) with an unknown test strip lot was >8 and the result from the laboratory was 4.3 inr. On (B)(6) 2019 the result from xs pro meter serial number (B)(4) with strip lot 37327715 was 5.2 and the result from the laboratory was 4.3 inr. On (B)(6) 2019 the results from pro ii meter serial number (B)(4) with test strip lot 37327715 were 6.4 inr and 6.5 inr. The results were higher than expected therefore a venous sample was collected for the laboratory. The result from the laboratory was 4.7 inr. The laboratory method was asked for but not provided. The samples were collected at the same time. The specific times were asked for but not provided. It was stated that the maximum elapsed time between the sample collection was 2 minutes. On (B)(6) 2019 the result from xs pro meter serial number (B)(4) with strip lot 37327715 was 5.1 and the result from the laboratory was 3.7 inr. On (B)(6) 2019 the result from pro ii meter serial number (B)(4) with test strip lot 35360611 was 3.3 inr and the result from the laboratory was 2.2 inr. The results from the meters were with capillary blood and the results from the laboratory were with venous blood. The elapsed time between all meter results and the laboratory results were less than 7 hours. There was no allegation of an adverse event. Relevant retention test strips (lot 373277) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Medwatch fields other relevant history and concomitant medical products were updated.

Manufacturer narrative:
The customer returned the test strips for evaluation. The returned test strips were measured on reference meters with a high level control sample. Testing results: vial 1: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. Vial 2: qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.